Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had a recurring power error detected alarm. Blood glucose was unknown. Troubleshooting was performed and passed the first time that the insulin pump alarmed power error detected. The customer stated that power error recurs after performing a hard reset. Customer was advised that a replacement insulin pump will be sent. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case, and keypad overlay.